Manufacturer narrative:
This report is submitted august 9, 2018.

Event description:
Per the clinic, the patient developed an infection and, subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery. It was also reported that the patient had not received clinical benefit with device use for many years prior.

Manufacturer narrative:
The infection was not device related as initially reported.